Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. The user switched the pads to another device and a shock was delivered. The patient survived.